Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect gas delivery engine (gde) for evaluation.

Event description:
The customer reported a circuit occlusion and extended high peak alarm while in patient use, which was not resolved on this avea ventilator. The customer reported that there was patient involvement but intervention was provided so there was no patient harm or injury.

Manufacturer narrative:
Failure analysis investigation: the reported issue of the suspect component was confirmed by the failure analysis laboratory to be related to a known issue that is being resolved by performing remediation of the device under field corrective action (B)(4) by carefusion. No further investigation will be performed as the suspect component will require complete remediation.